Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator, found a burnt capacitor c83 on direct current (dc)-dc converter printed circuit board (pcb) and replaced the component. The ventilator passed all required testing per manufacturer's specifications at the time of service and product is in working condition. The dc-dc converter pcb was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and it was observed that component c83 had thermal damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a powering on issue. The ventilator was not in use on a patient at the time of the reported event.